Manufacturer narrative:
Relevant history: the study population had a prior medical history of diabetes mellitus (%) 21 (20.8) 158 (23.4) 0.55, smoker (%) 44 (43.5) 281(41.7) 0.72, coronary artery disease (%) 20 (19.8) 189 (28) 0.082, chronic renal failure (%) 4 (4) 21 (3.1) 0.65, atrial fibrillation (%) 4 (4) 21 (3.1) 0.65, prior carotid revascularization (%) 3 (3) 38 (5.6) 0.26, prior neurological event (%) 29 (28.79) 233 (34.5) 0.24.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: estimate from content of article literature: mendiz, o. A., et al. (2016). "Transradial versus transfemoral carotid artery stenting: a 16-year single-center experience." Journal of interventional cardiology 29(6): 588-593 doi: 10.1111/joic.12342.

Event description:
A study was performed to investigate transradial versus transfemoral carotid artery stenting. Study ranged from march 1999 to march 2015 and included 775 patients. In tr group average patient age was 71 years and 79.2% were male. In tf group average patient age was 69.7 years and 70.9% were male. The following medtronic devices were used in the study; spider, protege, cristallo ideale, moma <(>&<)> percusurge. Stent deployment technique did not differ from the one used with tf-cas. Distal protection was used in all tr cases and in most tf (some cases were done with proximal protection). Patients were examined post-procedure during their hospital stay. Stroke was reported for 20 patients. One of them occurred in the contralateral territory in the context of new-onset atrial fibrillation. This stroke was judged to be cardioembolic in nature. Eleven cases of tia were reported. Four patients had major bleeding, 1 of them requiring vascular surgery due to retroperitoneal aneurysm. Two other patients had superficial femoral aneurysm, 1 of them requiring thrombin injection. One patient had a forearm hematoma that was treated medically. Seven patient deaths occurred during post-operative hospital stay, all in the context of combined coronary artery bypass grafting and percutaneous carotid intervention mainly related to complications of cardiac surgery. Three further patient deaths were reported during 30 day follow-up. The investigator assessed that none of reported events in this publication were attributed to medtronic devices. All of them were procedural or post procedural complications related with the procedure and/or additional procedures such as cardiac surgery in an extremely high risk population.